Event description:
It was reported that pursuant to failed right ankle orthosis, pt underwent revision arthrodesis nailing of right ankle in 2002. Nine mos later, radiographs indicated intramedullary nail had fractured. Subsequently, right below-knee amputation was performed in 2003.